Event description:
It was reported that during patient treatment, the ventilaton was insufficient. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The user did not request any service and they got service from an unauthorized company. No logs provided and the current status of the ventilator is unknown. We are not informed about any part replacement in the system. Due to lack of information, the root cause of the reported event cannot be found. Problem code: 4114.

Event description:
Manufacturer ref. #: (B)(4).